Event description:
During biomed testing, the device displayed "defib fault 80," "defib fault 108," and "defib fault 72" messages. There was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.